Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient was treated with intravenous penicillin (dose, frequency, and duration not reported) for peritonitis. Eleven days after the event onset, the patient¿s catheter was removed and it was reported that the patient is not receiving any type of dialysis therapy. On an unknown date the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.